Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. Philips field service engineer (fse) confirmed the reported failure of the primary alarm and replaced the primary alarm performed voltage test 5 v, 12 v, 35 v, 24 v, 3.3 v, 1.8 v voltage were normal device was returned to full functionality.

Event description:
Customer reported device failed primary alarm. There was no patient/user harm reported.